Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission the right atrial lead exhibited low impedance, p-wave sensing variation and over-sensing noise triggering automatic mode switch (ams). Programming changes were performed. The patient was in stable condition.